Manufacturer narrative:
The act and esc buttons did not respond due to flattened button dome switches. There was no unlocked lcd keypad connector. The unexpected restart alarm was unable to be verified due to button keypad anomaly. The insulin pump was received with minor scratches on the display window and cracked reservoir tube lip.

Event description:
Customer reported via phone call unexpected restart alarm and damage on the insulin pump. Customer advised the display screen was cracked. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.